Manufacturer narrative:
This product was received and tested by technical services and the white screen failure was confirmed. During evaluation, the monitor was turned on and a regular screen was observed. The monitor was turned off and then on again and the complaint was confirmed. On opening the monitor, the lcd wire harness was found to be partially detached and uninsulated. The lcd wire harness was reconnected and insulated. The battery was replaced due to age. The monitor was certified, cleaned and tested; it passed the image quality test utilizing a verathon test baton. Service complete. The device was returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, if the monitor was turned off and then turn on again there was a white screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.